Event description:
It was reported a routine ablation was completed, and the patient immediately went on pump to do the primary surgery. The patient came off pump after the conclusion of the case, and was taken to the recovery room. In the recovery room, the staff noticed the patient was bleeding. The patient was transferred to the operating room where 1 or 2 thin areas in the back of the heart and a small opening / tear were repaired. The patient was taken back to the operating room again. The patient is doing fine and is back in sinus rhythm. The st. Jude medical representative stated the surgeon agreed to have a surgeon, who is a trainer join him on his next epicor procedure to see if he could offer any suggestions. The st. Jude medical representative was at the acs the entire time and did not see any error messages.

Manufacturer narrative:
The device was not returned for evaluation. However, review of the device history record confirmed the device met manufacturing requirements prior to shipment. The cause for the reported bleeding and subsequent surgeries could not be determined. The user agreed to have a surgeon, who is a trainer join him on his next epicor procedure to see if he could offer any suggestions.